Event description:
Reporter stated he tested his blood and received a reading of 233 mg/dl, immediately retested on his one touch ii meter, receiving a result of 106 mg/dl. Reporter states he tested using different fingersticks. Reporter states he was not experiencing symptoms. Control solution was not available for testing.